Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump alarmed button error. It was stated that the device was not exposed to moisture and the customer was unsure if a button was pressed for 3 minutes or longer. It was also reported that the act button was unresponsive and that the customer received a battery alarm. Customer's blood glucose value was 7 mmol/l. They were unable to check the alarm history due to not being able to clear the battery alarm. The call dropped and several call back attempts were made but the customer could not be reached. The device was not replaced or returned for analysis.